Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that device was disassembled when the blade mount was found to be broken off while being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that device was disassembled when the blade mount was found to be broken off while it was being serviced at the user facility. There were no adverse consequences related to this event.